Event description:
The patient contacted animas on 03/02/2012 reporting that the keypad buttons were taking multiple presses to respond. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/11/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and contrast keypad buttons were intermittently responsive. The ok and down arrow keypad buttons responded to button presses as expected. The contrast, up arrow and down arrow keypad buttons were found to spring back and click back normally. There was evidence of keypad contamination found under the contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.